Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced ¿some side effects after two years on their right side.¿ it was further reported the patient¿s left implantable neurostimulator (ins) had ¿discharged already¿ and that there was ¿concern¿ regarding the battery¿s longevity. The left ins was noted to have been explanted six days after initial report. The patient¿s right ins was noted to have been ¿still good working¿ at the time of report. A supplemental report will be filed if additional information is received.

Event description:
Additional information reported the ins was replaced and the patient was ¿well¿ at the time of follow-up.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with okay telemetry and output.